Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. It is now verified that this device is not related to the event.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. It is now verified that this device is not related to the event.

Manufacturer narrative:
(B)(4). Concomitant medical product: oxf twin-peg cmntd fem md PMA em med catalog # 161469, lot # 2807475. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to medical progressive arthritis. Attempt for further information has been made, but no further information has been provided.